Event description:
It was reported that, on the literature review "radiographic and clinical analysis of a porous-coated metaphyseal cone for revision total knee arthroplasty", two (2) patients suffered from instability after having a tka index revision surgery performed using legion metaphyseal cone system. All patients were treated with isolated bearing surface exchange. The outcome of the patients is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Doi: https://doi.org/10.1016/j.knee.2022.04.003.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, two patients suffered from instability after having an index revision total knee arthroplasty surgery and were treated with isolated bearing surface exchange; however, the outcomes of the patients are unknown. It was communicated that no further information is available. Without the requested clinical documentation, no clinical factors could be definitively concluded to have contributed to the reported events. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The patient impact beyond that which was reported could not be determined. No further medical assessment can be rendered at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, joint laxity, patient condition or postoperative care. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.